Event description:
It was reported by the patient that the pdm (personal diabetes manager) was heating up while charging. It was also reported that the device dies fast. There was nothing unusual about the outlet and the battery was not removed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the pdm was heating up and the was not holding charge. No lot release records were reviewed, as the product lot number was not provided.